Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a missed anti-k while testing on tango optimo. The supposedly defective product was returned, but not the patient sample that had cause the false negative test result. Our quality control laboratory tested the complaint sample with different weak reacting controls, and samples on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service of the affected tango optimo gave no indication for an instrument malfunction that might have contributed to the incident.